Event description:
It was reported that allegedly the assy front case keypad of the hundred and fourteen pcu modules will replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (20). During external inspection, 21 keypads were observed to have cracked plastic around the screw inserts. Test results identified that the ac indicator light did not illuminate on 1 out of 110 keypads after plugging in the power cord. The system on button did not function on 2 out of 110 keypads when connected to the cad pcu test fixture for functional testing. All other keys on these keypads worked as intended. One keypad displayed system error 110.6021, functional testing could not be performed. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were returned for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the assy front case keypad of the hundred and fourteen pcu modules will replaced. There was no reported patient involvement.